Event description:
A malfunction alarm occurred, but there were no notable events before it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted with resetting the pump, which resolved the issue without recurrence.